Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned and an evaluation was performed to investigate the reported death. A review of the service history, event history log and device history was performed and revealed no failures or malfunctions that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements. The cause of the reported death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The cause of death was cardiac arrest. The patient was performing therapy on the homechoice at the time of death. An autopsy was not performed. Additional information was requested, but is not available.